Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "scratched on lens" (scratch material [iol (intraocular lens) implant]). A surgical tech reported a scratch was noted on an intraocular lens (iol). The tech also reported there was no pt contact. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/19/2010 and 04/09/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).